Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The method, results, and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-23992. It was reported that the patient experienced exposed extensions. During the implant procedure on (B)(6) 2020, the patient was closed up and the drape was removed.. It was then noticed after the extensions were exposed. The patient was re-draped and the extensions were replaced.